Event description:
It was reported that post cryo ablation procedure, the patient experienced a hematoma. Additionally, the patient had a pseudoaneurysm and swelling on the left inguinal area. The patient was in the hospital for several days, and then discharged. No further patient complications have been reported as a result of this event. It was further reported that the patient was treated with thrombin.